Event description:
It was reported that noise was observed on electrograms. However, no clear indication of any lead damage was found. The field experience was not verified.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.